Event description:
Synergy china registry. It was reported that acute exacerbation of chronic heart failure occurred. In (B)(6) 2020, the subject presented with unstable angina and referred for cardiac catherization. It was noted that the subject's left ventricular ejection fraction (lvef) measurement was 31%. Index procedure was performed on the same day. The target lesion 1 was located in proximal left anterior descending (lad) artery with 90% stenosis and was 16mm long with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion 2 was located in the proximal lad extending up to distal lad with 50% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.50 x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with acute exacerbation of chronic heart failure and hospitalized for further evaluation and treatment. Medication was given to treat the event and at the time of reporting the outcome of the event was considered to be recovering and resolving. Five days later, the subject was discharged on aspirin and ticagrelor. It was further reported that target lesion 1 was located in proximal left circumflex artery (lcx) and not in the lad as previously reported. Furthermore, the physician considers the study device was unlikely related to the event.

Event description:
(B)(6) registry. It was reported that acute exacerbation of chronic heart failure occurred. In (B)(6) 2020, the subject presented with unstable angina and referred for cardiac catherization. It was noted that the subject's left ventricular ejection fraction (lvef) measurement was 31%. Index procedure was performed on the same day. The target lesion 1 was located in proximal left anterior descending (lad) artery with 90% stenosis and was 16mm long with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion 2 was located in the proximal lad extending up to distal lad with 50% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. The target lesion 2 was treated with pre-dilatation and placement of a 3.50 x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with acute exacerbation of chronic heart failure and hospitalized for further evaluation and treatment. Medication was given to treat the event and at the time of reporting the outcome of the event was considered to be recovering and resolving. Five days later, the subject was discharged on aspirin and ticagrelor.